Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous, a bipolar forceps displayed scissoring of the distal part of the forcep. Used only once; similar device used to complete procedure. Procedure prolonged 30 minutes.

Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. The lot number was not provided; therefore, the DHR could not be reviewed. Device not available.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the evaluation of the tips did not confirm the complaint of "scissoring". The tips appear to be properly aligned; evidence of "scissoring" was not seen. The photos illustrate that the tips are straight and properly aligned. This instrument appears to be fully functional and anomaly free. The "scissoring" reported may be associated with technique; however, this could not be verified. We will continue to monitor for this or similar complaint for this product code and lot number. A review of the device history records did not reveal any anomalies during the manufacturing process. This instrument met all testing requirements before being released to inventory. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.